Event description:
It was reported that the patient reported the implantable cardioverter defibrillator (ICD) experienced emi problems with an old classic car and the carelink transmission issue may be a result of the interference. Troubleshooting was performed and the implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 342305 lead implanted: (B)(6) 2003; 6935m55 lead implanted: (B)(6) 2014. (B)(4).